Event description:
It was reported to medtronic minimed that the customer reported multiple errors like pump error 24 (this alarm is generated when a power failure is detected), pump error 75 (power supply test failed during self-test) and frozen display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reported receiving a pump alarm. The customer was not able to clear the alarm. The error table indicated that pump should be replaced due to recurrence of error or pump failed self-test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instruction. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a pump error 24 alarm during boot up. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test or verify pump error 75 alarm due to pump error 24 alarm. Successfully utilized crest and thus to download history files, traces files. Found multiple pump error 24 alarm on 03/11/2025 08:20:00.000, 03/13/2025 19:01:00.000 and pump error 75 03/13/2025 19:16:25.000, 03/13/2025 19:16:40.000 in pump history files. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly during visual inspection.¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, label damage. Pump error 24 alarm during testing and pump error 24, 75 alarms in trace history due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.